Event description:
It was reported the tsw35 was used during an lavh. It was reported the first firing of the device was fine. The 3rd and 6th firing resulted in staple line bleeding and visible uniformed staples in tissue. The surgeon controlled the bleeding with electrocautery and clips. The rep is returning the device and one tr35w reload, lot #k4769; batch #a91723p01. All reloads used were from the same lot. There was no consequence to the pt.